Event description:
It was reported that around christmas the parents noticed a strange behavior of their poly-handicapped child, like feeling pain. The parents had to remove the processor. After checking with the audiologist, one and then two short-circuits were reported. In 2009, testing was carried out again and only one short-circuit was found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.